Event description:
Pump was returned for analysis.

Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 130 found on (B)(6) 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed self-test due to pump error 63. Test p-cap locked into the reservoir tube successfully. No pump error 130 alarms noted during testing. Pump was downloaded successfully using thus. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 chip on the keypad assembly. Pump error 4 was confirmed in the history files on (B)(6) 023 at 10:11:05.00 due to the motor mcu did not get the response from the main mcu when sent the request the pump was cut open for visual inspection and found dried insulin in the motor slide, poor solder joints on the u1 chip on the keypad assembly, and moisture on force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Pump passed full drive test. Pump error 130 was not confirmed during testing. Pump error 63 variable 3 was confirmed during testing due to u1 chip on the keypad assembly. Pump error 4 was confirmed in the history files due to a hardware error anomaly. Pump failed self test due to pump error 63 variable 3. Pump exposed to moisture confirmed on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer reported pump cracked on the clip housing and received pump error 130 - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Pump passed displacement test. Customer confirmed that the retainer ring was not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.